Event description:
It was reported that the patient had magnetic resonance imaging (MRI) in 2007. At that time, the pump stalled for approximately 30 minutes. The patient did not experience rebound spasticity. In 2008, the patient had unspecified open heart surgery. Two days later, the patient had a high heart rate, no focus, was not speaking, her vitals were "out of whack", and she was restless. It was noted that the patient was in the hospital and had not yet recovered from the open heart surgery at the time of the event. The hcp planned to do device troubleshooting. The type of medication, concentration and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.